Event description:
It was reported that pump with malfunction code 16 and fault ID 16-0x20e6 experienced non-resettable malfunction, with no notable events occurring before issue. There was no reported impact to the customer¿s blood glucose level. Customer was informed that pump needed replacement, replacement pump was arranged.